Event description:
The smoke was noted coming from the thermogard console (sn (B)(6)) in the ICU room. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer's reported complaint of the smoke coming from the thermogard xp ivtm system (sn (B)(6)) was confirmed during functional testing and visual inspection. An electrical short circuit caused by liquid spillage likely due to user mishandling was the source of the smoke reported by the customer. During the visual inspection, significant saline contamination was observed on the power switch, leading to saline ingress, severe sparking, and smoke emissions from the switch. When the thermogard console was powered on, the power switch showed signs of smoke, thus confirming the reported complaint. The root cause was determined to be failed relay rear brackets, likely attributed to a saline exposure. The left and right rear brackets were replaced to remedy the issue. Following the replacement of the brackets and servicing, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(6).